Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿a registered nurse entering a patient room noticed a malfunction error on the alaris pump. The pump was infusing nitroglycerin, causing the patient's blood pressure to rise to 198 systolic blood pressure." This occurred in the emergency department. The pump was replaced, infusion was restarted, and the patient's blood pressure stabilized without incident. There was no patient impact.